Manufacturer narrative:
Two batteries were not returned for evaluation. Analysis of the devices could not be performed since the devices were not returned for evaluation. Log files could not be analyzed as they were not available. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 01/31/2015 / expiration date: 01/31/2016. (B)(4).

Event description:
It was reported that the two of the patient's batteries were only lasting two to three hours before switching. The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.